Event description:
The nurse went to hang her new tube feeding bag with kangaroo spike set placed it in the pump and tube feeding would not prime. New tubing used. Manufacturer response for kangaroo spike set, (brand not provided) (per site reporter): left message with voicemail.